Manufacturer narrative:
The system was serviced in the field and passed all tests. The system was performing as intended and no failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an inaccuracy was observed on image acquisitions after transferring the images to a medtronic navigation system from the imaging system. It was reported that additional images were taken without resolution. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure with a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.